Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test however, the insulin pump experienced an unexpected low battery and power loss alarm during testing due to connector resistance electrical board . No unexpected replace battery now alerts or alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery alerts. The customer¿s blood glucose level was 150mg/dl at the time of the incident. The customer did not receive a low battery alert prior to replace battery alert. The customer also states that battery cap was not loose, cracked and damaged. The insulin pump will be returned for analysis.